Event description:
It was reported that during a gastric sleeve procedure the surgeon had fired the third firing with a green reload over the stomach when he heard a crunching noise. The reverse button returned the knife and when they opened the device they observed that the tissue in the middle had no staples present in that area. There were also staples that were malformed and stuck in part of the cartridge and stuck to the tissue. There was bleeding from the opening where there were staples missing; the surgeon then pulled the tissue off of the cartridge. It was difficult to remove the reload from the tissue due to it appeared that the reload was deformed and had an extra piece of plastic in the center. They then used a babcock with another device to fire across that section of the stomach tissue and stop the bleeding. They then completed the procedure. There were no blood products required for the patient. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Yes if so, when? During the firing sequence. Was there any difficulty removing the device from the tissue? Yes, removing tissue from the cartridge. Is there any other additional information you would like to share about this device or procedure? Patient tissue was thin.

Manufacturer narrative:
(B)(4). One piece sled, damaged cartridge. The analysis found that one device was returned in good visual condition and with an ecr60g reload present. Upon evaluation of the reload, the left side was noted partially fired 1/5 and the right side fully fired. The one piece sled and cartridge body were found to be damaged. No evidence of damage on the cartridge deck was found. Finally, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.